Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure on (B)(6) 2021, the left ventricular lead exhibited high capture thresholds despite multiple positioning attempts. The lead was removed and replaced in the same procedure. The patient was stable.